Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the device handle. Tissue was observed on the electrodes. The electrodes were observed to be intact, no visual defects were observed. To test the ability of the bisector blade to cut, a cautery test was performed on an artificial vessel for five times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure "failure to cut" and ¿material twisted/ bent", was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaoview 7 xb bisector was bent and would not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaoview 7 xb bisector was bent and would not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.